Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: the patient had a fracture of the distal end radius and ulna. It was reported on (B)(6) 2013, the doctor inserted the va lockscr 2.4 self-tap l14 tan with fixed mode using the guiding block. After identification by the image, during rotating with torque from the radial side,the penetration occured at the hole. The doctor gave a twist to another screws and extracted the penetrated screw, and replaced the penetrated screw with a similar size screw. The doctor used the t8 screwdriver shaft with stardrive attached by quick coupling without the torsin of screw. This report is for the unknown torque limiter. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. It is not likely to result in patient harm, the need for additional medical or surgical intervention. The MDR reportability status has been updated to: does not meet the definition of a reportable event. There is no evidence suggesting that the device was involved. Synthes is retracting medwatch report: #2520274-2013-07381. Device was used for treatment, not diagnosis.